Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after 1 hour of support the pump had low flows. The team reviewed the flows and observed either from a clot or mitral valve leaflet issue. The pump was removed and replaced. The 2nd pump was placed and supported until the patient had care withdrawn by the family.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The pump was returned for investigation. There were no cannula kinks. No impeller damage was seen. No biomaterial or foreign material was seen inside the cannula, purge gap, or around the impeller blades. No damaged blades were observed. Based on data log review no pump stops were observed and the pump was able to run during support. Data logs were returned for analysis. Suction and "impella flow reduced" alarms were seen about 40 minutes into support. No mc spikes outside of p-level changes. Purge pressure slightly increasing with decrease in purge flow but still in range with no alarms. Low pump flow: the root cause of low pump flow was most likely patient condition based on clinical details provided and data log analysis. B7 other relevant history, including preexisting medical conditions updated. D6a / d6b updated. D10 concomitant medical products and therapy dates updated.